Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, air leaked from the seal. Another device was used to complete the case. There were no adverse consequences to the patient.